Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube. Arteriotomy locator was returned as well. No other accessory components were returned. Visual inspection revealed that the carrier tube was found to be mated with the sheath and the deployment sleeve of the device was in full rear lock position with colored bands fully exposed. The locator was noted to be bent in a curved shape. The suture appeared to be cut below the clear shrink marker. The returned device appeared to be deployed as intended, no anomalies were noted. The device was returned in the fully deployed state with suture cut as intended during final step. No anchor, tamper tube or collagen were returned for analysis. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy in the vessel. They went through all the steps and no plug or foot plate deployed. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was a success.